Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11795, 1627487-2012-11796. It was reported the patient had pain at the ipg site that had not resolved. The patient also reported she was not receiving pain relief from the stimulation. The physician explanted the scs system per the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.